Event description:
The hospital reported that during a coronary artery bypass procedure, after the heartstring iii seal was deployed into the aorta, it came out of the aortotomy. The seal created a tear in the aorta which needed to be repaired at the site of the aortotomy. The hospital reported that there was blood loss; however, the amount of blood lost could not be quantified. The patient's mean blood pressure was greater than 55 mmhg. The condition of the patient's aorta before the surgery is unknown. A side biting clamp was used to complete the procedure.

Manufacturer narrative:
The heartstring iii device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount blood inside of the delivery tube and on the seal. The loading device was not returned. The tension spring assembly was inside of the delivery tube. The seal was extended outside of the delivery tube; it remained anchored to the tension spring assembly. The green slide lock was unlocked and the white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed for failure deploy and failure to unravel. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).